Manufacturer narrative:
The unit was returned to nexcore for evaluation. After a visual examination, the heater receptacle was found to be damaged. The unit passed hta logic test with the IV pole (lot# 081604) received with the unit. Search of records showed that the product did meet specification at the time of manufacture. We could not confirm the complaint.

Event description:
Hta device was used in 2005. (Patient age and weight unknown) according to the complaint: during the procedure, the machine alarmed. The doctor saw fluid leaking and discovered a vaginal burn. The doctor applied lidocaine jelly initially, and after some vaginal bleeding applied some silvadene cream.